Manufacturer narrative:
(B)(4). Customer stated that the product was discarded. The report of a leak from the female luer could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure is unknown.

Event description:
Received report that while tpn was infusing, blood was noticed to be backing up into the umbilical venous catheter (uvc). One of the female luer's on the quadfuse extension set was found to be cracked and leaking. The uvc patency was maintained. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt/event information is available.